Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported failed upstream occlusion test, did not detect the occlusion, which was reproduced during evaluation. The cause was determined to be a failing ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm an upstream occlusion. The problem occurred during preventive maintenance testing at the biomed service department. There was no patient involvement. No additional information is available.